Event description:
A product was implanted past its labeled expiration date. The surgeon was made aware and was told that a non-expired implant was unavailable to use but the surgeon opted to leave the expired product implanted. Prior to implantation and during set-up for the case, there was a transition in or staff during which time it is believed the product in question has accidentally placed in the trash receptacle. The or staff and sales rep searched for the product and the rep found it in the trash with its sterile barrier still intact. The surgeon was aware of this issue and said that the cement was setting and that if it was still in the sterile pouch it could be used. The product was then introduced aseptically into the sterile field. (B)(4).

Manufacturer narrative:
The complaint indicates that the device remains implanted, therefore the product could not be physically evaluated. Review of the manufacturing and sterilization documentation from process or non-conformity of product within its labeled shelf-life. Aging testing is in-process to support an extended shelf-life. Also the rep confirmed that the sterile pouch was intact and there had been no sharps in the trash receptacle where the product was found.